Manufacturer narrative:
The complainant was unable to provide the product ID or lot number. As a result, the UDI could not be identified. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the foley spontaneously broke apart in the csicu, the foley fully detached from the tubing. It is unknown if the patient required a new catheter to be placed. There was no patient injury.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One decontaminated sample was received at the manufacturing site for the investigation. A visual evaluation was performed. Only the drainage bag was received, the sample did not contain the catheter. The reported issue was confirmed. As part of continuous improvements, a corrective and preventative action (CAPA) has been initiated to further investigate and address the reported condition. The results will be documented through the CAPA. This complaint will be used for tracking and trending purposes.